Event description:
Patient reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
G.3 for the initial emdr-00617 was inadvertently left blank, the correct date for g.3 is 01/apr/2021. Information from this record has been captured under emdr-00328 and all further information will be reported under MFR report # 9617229-2022-32211.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. The device remains implanted.